Event description:
This case was reported by a consumer and described the occurrence of asthma in a female patient, who received poligrip (super poligrip extra care with poliseal), over a period of 1 day for loose dentures. A physician, or other health care professional has not verified this report. The patient's past medical history included gum disease, tooth abscess and tooth extraction. Concurrent medical conditions included atrial fibrillation, high cholesterol and hypothyroidism. Concurrent medications included propafenone hydrochloride (rythmol), atorvastatin calcium (lipitor), thyroxine sodium (synthroid) and benzocaine (hurricaine). In 2006, the patient started poligrip. On 15 september 2006, with each use of poligrip, the patient experienced stomach cramps and an upset stomach. Two days later, while eating at a restaurant, the patient began to experience asthma symptoms. The patient reported that she could not breathe and her throat was closing. Emergency medical services (ems) was contacted and she was transported to the hospital via ambulance. The patient received oxygen in route. The patient experienced swelling of the face and eyes, blurry vision and felt like she was in a daze. While in the emergency room (ER), the patient's blood pressure was 237/114. The patient was treated with an unspecified medication (injection) to ease the facial swelling. The patient reported that, the physician felt that she might have experienced an allergic reaction to some type of spice. The patient spent three and a half hours in the ER and was discharged with a prescription for methylphrednisolone and diphenhydramine hydrochloride (benadryl). The patient was advised to make an appointment with an allergist. The patient stated, that super poligrip was used for one day only and all of the events except for stomach cramps and upset stomach occurred two days later, at 1:00 am. The patient stated, that she used benzocaine (hurricaine), as prescribed by her dentist, for the first time at 4:30 pm, the previous day. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: the manufacturer report number for this case is 9681138-2006-00011. Super poligrip is manufactured in a foreign country. The lot number for this product is available however, the product is not available. No corrective actions have been required based on this report.